Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident could not be duplicated. The logs were reviewed for the event date of october 12, 2025. It is important to note that no therapeutic shocks were delivered during any of the sessions on this date. The electrodes used during the patient event were not returned for evaluation. The returned mfc cable was inspected and functionally tested with no discrepancies noted. All accompanying accessories, including the battery, were inspected and tested. The customer was contacted regarding whether the patient had any implants, and they confirmed that the patient did not. The reported incident will be closed as no fault found. The device was recertified and returned to the customer. No emerging trend based on similar reports

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the clinicians could feel electrical shocks coming from the patient. The device inappropriately delivered energy to the patient and several nurses. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.